Event description:
During a lasik procedure on the pt's second eye the microkeratome handpiece reportedly lost suction half way through the cut. When the surgeon went to remove the device from the eye the flap was either torn or cut. The flap was reseated and the pt was fitted with a bandage ontact lens to help heal the cut. The seam of the tear is in the pt's visual plane. The pt was reported as having a narrow orbit which did not allow the surgeon to use a speculum. The surgeon also did not use tonometer to check for adequate suction prior to making the cut.